Event description:
No new event information has been received since the last report was submitted on 03jul2019.

Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, device history record, instruction for use (IFU), manufacturing instructions, and quality control of the device, as well as a visual inspection and functional test, were conducted during the investigation. Two devices from the same lot were returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned devices noted that device a was returned with one of the basket wires found to be broken. The support sheath was bent at the mlla (male luer lock adapter). The basket sheath was found to have a kink 83.9 cm from the distal tip. Device b was found with the basket formation smashed and one of the basket formation wires broken. The clear sheaths have pulled off of the basket wires. The support sheath is bent at the mlla. The basket sheath was found to have a kink 83 cm from the distal tip. Functional testing noted that in device a the handle does not actuate the basket formation. It was found that in device b the handle, also, does not actuate the basket formation. A document based investigation evaluation found sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided and the examination of the returned product, investigation has concluded to be an inadvertent user error: too much force applied to the device during use. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: director. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It has been reported that the patient previously underwent extracorporeal shock wave lithotripsy to break up the stones for removal. During the ureteroscopy renal stone removal procedure on (B)(6) 2019, using two ngage nitinol stone extractor devices, the baskets broke. According to the initial reporter, some of the stones remained larger than the sheath (12.5 fr) following the initial lithotripsy procedure. During removal, the doctor pulled "too hard" on the basket, pushing it past its strength and breaking the baskets of the two devices. It has been reported that the doctor acknowledged the force used was too much for the device. The laser was used again to further break up the stones, and a 3rd basket was used to complete the procedure. The patient did not experience any adverse effects as a result of this alleged product malfunction. No unintended section of the device remains inside the patient. The patient did not require any additional procedures as a result of this occurrence.